Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the receiver ((B)(4)) that was being used with the sensor during the reported event of inaccurate blood glucose values was returned on (B)(4) /2014. Evaluation of the returned receiver did not confirm the reported event.